Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. The cause could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The same day as onset, the pt was hospitalized for the event. On the same day as being hospitalized, the pt started treatment with an injection (inj) of amikacin (250 mg, continuing ip-intraperitoneally, 4 times a day) and an inj. Of reflin (1 gm, continuing ip, 4 times a day) in dianeal pd-2, 1.5% ultrabags (4 bags-2000ml-6 hrs a day for 14 days) for the peritonitis. At the time of this report, the patient was still hospitalized and dianeal therapy was ongoing. Additional information was requested but was not available.